Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter, during the surgical procedure for a fitbone nail implantation, the nail did not function. Another nail with the same diameter and length was implanted causing a surgical delay of 45 minutes. No patient harm was reported.